Event description:
Pt was reportedly having sound quality issues. External equipment was exchanged and programming adjustments were attempted, however this did not resolve the issue. Testing of the device revealed that the device is functioning. CT scan revealed that the electrode is extruding. Surgery to reposition the electrode will be scheduled.